Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged a 5 millimeter inaccuracy to the patient's right. The alleged inaccuracy occurred at the end of the procedure and was confirmed by touching midline, showing one tooth over in the patient's mouth. During the procedure, the surgeon had been tracking accurately, without issue, however, the straight suction then went to red status. In trouble-shooting, the site checked emitter details and the straight suction showed red status. The emitter was moved closer to the surgical field, was re-verified successfully and navigation was restored. The surgeon deemed the straight suction was inaccurate and opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
It was later reported that another instrument was checked during the procedure and the same alleged inaccuracy was observed. Therefore, this appears to be a system level inaccuracy and not isolated to the suction. Correction to the suspect device is provided herein. Mfg date now provided. (B)(4)

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.